Event description:
Info rec'd indicates when the head up function is pressed from the siderails the knee will go up and when you press the knee up function the head will go down.

Manufacturer narrative:
The technician replaced the lockout and logic control boxes to repair the bed.